Event description:
It was reported that during routine follow-up of the pacemaker system, it was observed that the signal artifact monitor had sensed the minute ventilation (mv) signal on the right ventricular (rv) channel and disabled the mv feature. The accelerometer was also under-responding. The patient was pacemaker-dependent, and it was noted that they had felt breathless recently. Further review of the device data revealed that the rv pace impedance was less than 200 ohms. Rv lead evaluation was requested. The pacemaker and rv lead remain in service and no adverse patient effects were reported.